Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where infusion set fell off on (B)(6) 2024 during use. Infusion set was used for less than 48 hours. Patient replaced infusion set and resumed insulin successfully. No further information was available.